Manufacturer narrative:
Product event summary: battery (B)(4) was returned but was not available for analysis as it was disposed. The unit arrived with other devices that were coded as "patient expired" and was most likely mistakenly disposed of as a result. Review of the receiving inspection documentation confirmed that the associated device met all requirements for release. The reported event could not be conclusively confirmed as the available logs did not cover the reported event. Nonetheless, a log file analysis was performed on the available logs, which covered the dates between 06/02/2015 - 07/03/2015. Analysis of the logs did not reveal power disconnect alarms. Review of the data files revealed premature power switching events involving (B)(4). The most likely root cause of the observed power switching events can be attributed to a communication error between the controller and batteries. An internal investigation had been opened to investigate communication errors. The likely root cause of the observed power switching events involving (B)(4) can be attributed to a communication error or to an inadequate mechanical connection as alleged in the complaint details. The inadequate mechanical connection could not be verified as the unit was not available for evaluation. The likely root cause of the observed power switching events involving (B)(4) can be attributed to a communication error or to an inadequate mechanical connection as alleged in the complaint details. The inadequate mechanical connection could not be verified as the unit was not available for evaluation. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the battery cable was moved, the connect power alarm was triggered. The battery was replaced. No patient complications have been reported as a result of this event.